Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained was obtained from the customer regarding the reported event. The force bipolar instrument was inspected prior to use with no damages noted. An inguinal hernia procedure was being performed. The issue occurred when the surgeon was trying to pull tissue (hernia sac). No system faults occurred. Jaws were not stuck on tissue when the issue occurred. An instrument release tool kit was not needed as the customer was able to unclamp on their own. There were no adverse effects to the grasped tissue. The procedure was completed as planned with no patient injury. No photos or videos were taken during the procedure. The instrument had misaligned jaws. There were no collisions with other instruments or tools.

Manufacturer narrative:
Based on the claim against the product by the customer noting jaws of a force bipolar (fb) instrument not opening or closing smoothly and had difficultly unclamping, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to confirm the customer reported complaint "jaws would not open or close smoothly." Failure analysis found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip near the base, closest to distal clevis pin that extended further than manufactured. Common causes of the failure mode bent instrument grips -tips are typically attributed to the mishandling. Bent grips are attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. There were few additional observations that were not reported by site. The instrument was found to have dried residue on the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to the mishandling for example by improper cleaning/reprocessing techniques, such as insufficient flushing. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint regarding fb instrument jaws not opening or closing smoothly and difficulty unclamping was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, jaws of a force bipolar instrument was not opening or closing smoothly and had difficultly unclamping. It was noted by assistant that jaws were not completely opening. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use with no damages noted. Inguinal hernia procedure was being performed. Issue occurred when surgeon was trying to pull tissue (hernia sac). No system faults occurred. Jaws were not stuck on tissue when the issue occurred. An instrument release tool kit was not needed. There were no adverse effects to the grasped tissue. The procedure was completed as planned with no patient injury. Instrument had misaligned jaws. There were no collisions with other instruments or tools.